Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer corrected via multiple daily injections. The customer's blood glucose was 23.7 mmol/l. Customer stated that they have been changing out sets and inspecting sites. Customer feels that the pump is the issue as everything else has been explored. Customer was asked to return the pump for analysis. Customer agreed to return the pump.